Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips requesting bench repair services for their device. Additional information related to the need for the repairs was not provided. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Device code updated.

Event description:
A customer contacted philips requesting bench repair services for their device. Upon further follow up with the customer, it was clarified that the co2 on the unit was working intermittently. There was no reported patient involvement/adverse patient impact.